Event description:
During a percutaneous transluminal angioplasty there was a balloon burst and separation that required surgical intervention. A stent was successfully placed into a pre-dilated lesion in the iliac artery. The balloon burst circumferentially at approx 8 to 10 atm. Catheter with burst balloon could not be withdrawn through 7f catheter sheath introducer (csi). The 7f csi was exchanged with a 9f csi, however the balloon catheter could not be withdrawn. The distal catheter tip with balloon separated. An attempt to retrieve the separated piece with a goose snare was made however this failed.